Manufacturer narrative:
Product analysis: analysis was unable to confirm the stated reason for return which was that the programmer was unable to be updated, it was able to be updated via the software distribution network however it was additionally noted that a screen appeared indicating an issue with the previous software update. It was reconfigured and the software reloaded. It was also noted that the device failed functional tests related to voltage across resistor and the bridge electrocardiogram assembly was replaced. The device passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be updated, that it freezes during the attempted update and does not complete. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the encore bridge-ECG (be) printed circuit board assembly (pcba). Visual inspection: no abnormalities observed. Testing during service and repair indicated functional test failures. Conducted on-board resistance checks of patient input resistors. Measurements were outside expected range. Reviewed the color-band codes of each resistor. The codes were consistent with 10k ohm resistance with 10% tolerance. Components should have a resistance value between 9-11k ohms. Each resistor was removed from the pcba and measured. Three resistors exceeded allowed tolerance. Performed initial pcba functional test. Testing failed. Installed 4 known good and in-tolerance resistors (10k ohm with tolerance ±1%) on the be pcba. Performed final pcba functional test. Testing passed. Conclusion: confirmed customer complaint. Failure caused by bridge-ECG pcba resistors out-of-tolerance (resistance). If information is provided in the future, a supplemental report will be issued.